Event description:
The patient presented having experienced high voltage therapies. The device interpreted the supraventricular tachycardia (svt) as ventricular tachycardia (vt) and inappropriate shocks were delivered. An atrioventricular (av) node ablation is anticipated to resolve the patients underlining condition. The patient was stable.